Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer stated they did a set change. The customer¿s blood glucose level during the incident was 400 mg/dl. The customer¿s current blood glucose level was 411 mg/dl. The customer treated their blood glucose with manual shots. Troubleshooting was performed and insulin exited without incident. The customer reported that there was a crack on the reservoir compartment. The customer stated that they had dropped the insulin pump twice. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had cracked reservoir tube lip, cracked case at reservoir tube window corners.